Event description:
Consumer reported via social media that upon removal of an unspecified number of tampons, the inside of the pledget would pull out and leave the rest inside of her. An attempt was made to obtain further information regarding the consumer¿s use of the product and outcome. The consumer only reported back that it wasn't that serious. No further information was received.

Manufacturer narrative:
The primary di and production identifier of lot number were not available from the consumer. An attempt was made to obtain more information. With no means to determine the manufacturer/asset line and day of production, no further investigation on documents and supporting records can be performed.